Event description:
Customer reports to have experienced low blood glucose. Customer's blood glucose was 34 mg/dl, which was treated with food and glucose tablets. Customer's blood glucose at the time of call was 69 mg/dl. Troubleshooting was performed on insulin pump. Customer was advised to contact his health care professional regarding low blood glucose and to monitor his insulin pump and call back if low blood glucose continues. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.